Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported that he keeps getting a stuck button alarm. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement and self tests due to the critical pump error (open book image) alarm. Unable to determine if the unit gives off a stuck button alarm due to the open book. Attempt to upload using thus was successful. The adapt tool lists the following pump errors that could potentially trigger a critical pump error: pump error 63 (variableinfo = 15) occurred (B)(6) 2021 17:37:33. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j1. In summary, the customer¿s report that he keeps getting a stuck button alarm was unable to be confirmed due to the open book. The critical pump error (open book image) alarm and pump error 63 (variableinfo = 15) are due to a problem with the twin wire interface which is a hardware issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated that they had a stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.